Manufacturer narrative:
No procedure delays or cancellations occurred as a result. All instruments affected were reprocessed prior to use in patient procedures. The user facility stated an employee was removing instruments from their v-pro max sterilizer when she noticed white spots on her hands. The employee subject of the reported event sought medical treatment at the user facility's ER then returned to work. A steris service technician arrived on-site, inspected the unit, and confirmed the v-pro max sterilizer to be operating according to specification. The technician confirmed that the employee subject of the reported event was not wearing proper ppe at the time of the reported event. The steris v-pro max sterilizer operator manual states on page 1-2 "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment spill containment and cleanup. When handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions." The technician notified the user facility of the appropriate ppe required for use when removing instruments from the sterilizer. No additional issues have been reported.

Event description:
The user facility reported an employee experienced irritation after removing instruments from their v-pro max sterilizer. Medical treatment was sought and administered.